Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels due to increased insulin deliveries by control iq. Increased insulin deliveries by control iq were in response to bg level after meal consumption. The issue was resolved by setting a lower basal rate on the pump settings.